Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had x arrow and a book with question mark. The blood glucose level was 146 mg/dl,58 mg/dl at the time of incident. Customer reports they received the open book image on the pump screen. The insulin pump will be returned for analysis